Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-22 alarm was discovered during power on self testing,. The cause of the issue was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an fg.011 air in line - false alarm. This occurred at power up. There was no patient involvement. No additional information is available. During device analysis, an f-22 alarm was found (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low).